Event description:
The customer returned the olympus duodenovideoscope to the service center for evaluation related to a separate issue. During testing, the repair center identified that the adhesive around the light guide and objective lenses had wear. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.